Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise. Provocative testing did not reproduce the noise. No medical intervention was performed. The patient's condition post event was good.